Manufacturer narrative:
One (1) used. List #(B)(6), 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot #unknown was received for the investigation. The complaint of leakage can be confirmed on the returned one (1) used. List #(B)(6), 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock; lot #unknown. The (B)(6) transfer set was pressure leak tested and leakage was confirmed from the outlet filter vent. The probable cause of the filter vent leakage is typical of temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported the filter was leak at the air vents while infusing parenteral nutrition (aads). There was patient involvement but no harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact information: (B)(6) regulatory affairs / quality assurance manager (B)(6).